Event description:
It was reported that patient experienced pocket stimulation in the left ventricular (lv) ring to right ventricular (rv) coil configuration. It was noted that the company representative could palpate and visually observe the stimulation. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead implanted: 2008-(B)(6), 457445 implantable pacing lead implanted: 2006-(B)(6), dtba1d1 implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6). (B)(4).